Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing unexplainable low blood glucose. The customer's low blood glucose level was 40 mg/dl. The customer's current blood glucose level was 154 mg/dl. The customer had treated their low blood glucose with food. After troubleshooting was performed, the customer was advised to monitor their insulin pump and blood glucose. The customer was advised to call their health care professional to discuss possible causes of low blood glucose. The device will not be returned for analysis.